Manufacturer narrative:
Stryker replaced the power pcba (printed circuit board assembly) to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The root cause was determined to be a faulty power pcba.

Event description:
The customer contacted stryker to report that their device will not power on. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device will not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.